Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
Hospital reported to (B)(6): dislocation and destruction of pe-inlay in implanted hip-tep. Update: revision for dislocation has taken place.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Examination of the returned devices confirms disassociation of the liner and acetabular cup while implanted. Visual analysis finds evidence to suggest the liner was not fully locked into the acetabular cup. All of the anti rotation devices are damaged/fractured. The femoral head has extensive damage in the form of metal transfer from contact with the acetabular cup. The inner diameter of the acetabular cup exhibits matching damage, further supporting the disassociation. No uneven wear is noted on the articulating surface of the liner. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. Xrays and medical records were received and reviewed. The investigation has identified no product problem and no further conclusions have been identified. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update rec'd (B)(6) 2015 - the patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records the patient was revised to address pain, squeaking, and leg length discrepancy. Upon revision it was discovered there was cup protrusion and osteolysis. At this time the patient's cup is being reported. The complaint was updated on: (B)(6) 2015.